Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 dissection tip was clouded. A replacement device was opened and it had etchings on the tip but procedure was completed with this device. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformity. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and viewed on an evh 50 mh endoscope system camera; there was clear visibility through the dissection tip, distortion was not observed. We were not able to visualize the reported issue during our evaluation. The reported complaint for "blurry/less visible" image through the dissection tip was unable to be confirmed.